Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13523. It was reported that when the pacemaker dependent patient presented in clinic, noise was noted on the right atrial (ra) and right ventricular (rv) lead. The rv lead was explanted and replaced. The ra lead remained implanted as noise was not reproducible and found to be brief and infrequent. The patient was stable.